Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) verified the issue and confirmed that auxiliary half-height drawers 5.1 and 5.2 were not being detected. The pyxibus cable was reseated, and the system was rebooted. Firmware updates were run, and testing was performed in hardware test application. The customer then completed inventory, and preventative maintenance was carried out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 and 5.2 completely failed with the error ¿device not recognized by bus,¿ and all three matrix drawers on the auxiliary unit also completely failed with the same error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.